Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. The vessel morphology was reported as the proximal neck diameter is 22.6 mm, with an 18.5 degree angle, lci diameter is 11 mm, rci diameter is 9.1 mm. It was reported that the patient presented one month ago with an occluded right iliac ipsilateral limb. The occlusion was from the level of the flow divider down to the level of the gate. It was reported that the occlusion was attributed to a small lumen in the aneurysm sac which compressed one side of the stent graft on the other and caused the ipsilateral side of the bifurcated stent graft occlude. A 12 mm pta balloon was inserted once the balloon was deflated and the ipsilateral iliac limb re-collapsed on itself. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine. Films were received and their evaluation was completed. The pre-implant films showed a small distal diameter (16 mm to 20mm diameter) with calcification. The proximal neck flow lumen diameter is 17-19mm proximally and 16-18mm distally, with calcification. Post-implant films show that the right ipsilateral limb is occluded beginning at the flow divider, where it appears that the ipsilateral limb is compressed almost flat as it enters the aaa. The limbs narrows again at the distal aorta, and there is a possible endoleak of unknown type and cause was noted.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion, endoleak), patient's condition affected effectiveness of device (small lumen and calcification). Evaluation, conclusion: 50 device failure/lack of effectiveness related to patient condition (small lumen and calcification). Method: film review.